Event description:
In this event it is reported that a reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal, patient forwarded to endo specialist. The outcome is unknown as of this MDR and further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: three unused reciproc blue files r25 8/100 25mm 025 were returned. Involved product which broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batches #1727945, #1727004, #1728475, #1728262, #1728687 and #1727010). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Additional information received for outcome of the event. The broken part was not retrieved and was incorporated into the filling. No injury. Updating health effect - impact code to 2199.